Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the report of the user, omsc surmised there was the possibility this phenomenon was attributed to the failure of the ccd or the electrical circuit board of the video connector or the electrical contact of the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device turned to black and the message, ¿wipe dirt on the video connector¿ was displayed during the laparoscopic cholecystectomy procedure. While the user tried to connect the subject device to the video processor, the subject device was recovered, and the procedure was completed with the subject device. The user also reported that it was not duplicated the malfunction when the operation of the subject device was checked after the procedure. There was no patient injury associated with this report.